Event description:
Ous MDR - boston scientific received information that a right ventricular (rv) lead dislodgement was suspected due to a high threshold and low pace sensing. A repositioning procedure was performed and the threshold and pace sensing were returned to normal range following. To date, this right ventricular (rv) lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacturer of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.